Event description:
I had the infuse implanted during my spinal surgery which has caused me significant pain, mental anguish, nerve injuries, and I actually had another surgery in (B)(6) 2011, to remove the large amount of bone that had overgrown and wrapped around my sciatic nerve. Eight hours of drilling.